Event description:
During follow-up, post-paced t-wave oversensing resulting in fusion was observed. Abbott technical support was contacted and the event was resolved by reprogramming the device. The patient was in stable condition.